Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022. The patient received an inappropriate treatment. The device was started up at 6:54:26 pm on (B)(6) 2022. At 07:18:34 on (B)(6) 2022, an arrhythmia was detected. ECG shows af with rvr @ 150 bpm with pvcs. At 07:21:33, the patient received an inappropriate treatment. The rhythm at time of treatment was af with rvr @ 150 bpm with pvcs. Post shock rhythm was sinus bradycardia @ 50 bpm with motion/tactile artifact. The device was shut down at 10:15:16 am on (B)(6) 2022. The patient passed away on (B)(6) 2022.